Event description:
The catheter between the port-a-cath and a gastric band developed a pinhole of about 10cm from the port because the wall of the catheter appears to have been eroded away. The catheter wall gradually narrows down to spot where it breaks through to the inner lumen. The surface in the where the wall is narrowed looks very smooth. Once the hole appeared, the pressure within the gastric band's closed system could no longer be maintained and it lost its ability to constrict the opening to the stomach. The patient required repeat surgery for port and catheter replacement.